Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the patient's battery pack was not holding a charge for the patient's ins. No further information was available as the hcp got disconnected. No patient symptoms were reported. No further patient complications have been reported as a result of this event.